Event description:
It was reported customer had a high blood glucose level over 500 mg/dl. The insulin pump did not alarm any no delivery alarms but when she changed her set the cannula was bent. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.